Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined. The calibration and quality control results prior to this event were acceptable. The field service representative went on site and checked the analyzer, but no issues were found.

Event description:
The customer alleged they received a questionable n-terminal pro b-type natriuretic peptide (pbnp) result for one patient on their e601 analyzer. No problems were found with any other items. The patient's initial pbnp result was <5.00 pg/ml. The first repeat result was 1137 pg/ml. The second repeat result was 1127 pg/ml. According to the customer, either the second or third results was reported to the physician, but it was not unknown if the initial result was reported or not. There were no adverse events. The pbnp reagent lot number and expiration date were requested but not provided.